Event description:
It was reported that the device did not cycle adequately to raise chest wall. No patient harm was reported. Additional information received 6-oct-21: event date and in use with patient both unknown.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a damaged battery holder assembly and bowed front panel. The mute push button did not function and rattling was heard internally. The technician connected to an oxygen (o2) source and performed functional testing. The reported problem was confirmed. The gas supply indicator was not stable. The root cause of the reported issue was found to be loose screws on the gas supply indicator caused by the customer. The technician tightened the loose screws on the gas supply indicator.